Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous results for one patient sample tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). The patient was born in 1949. The sample initially resulted as 0.01 ng/ml accompanied by a data flag. The 0.01 ng/ml value was reported outside of the laboratory and was questioned by a physician since the patient had been running higher. The sample was repeated on a cobas 6000 e 601 module (e601) and resulted as 0.20 ng/ml. The repeat value was believed to be correct and it matched prior results from the patient. The patient was not adversely affected. The tntstat reagent lot number was 214158. The reagent expiration date was asked for, but not provided. The field service engineer determined that the sample/reagent probe liquid level detection was not adjusted correctly. He adjusted the liquid level detection of the probe and checked the analyzer. He ran performance testing and this passed. The customer ran comparison testing with patient samples and no discrepancies were seen.

Manufacturer narrative:
Based on the provided data, no instrument problem could be identified. Calibration data was within specifications. Performance testing results were within expectations. The issue may have been caused by the liquid level detection voltage misadjustment. A cause for the misadjusted voltage could not be determined. A total of 2 complaints of the same nature have occurred within the past 6 months. The issue appears to be isolated in nature, with no indication of a systemic product failure.